Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation: deflation.

Event description:
Healthcare professional reported right side deflation. Device remains implanted.

Event description:
Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation:based on the device analysis grid, the assessments of the complaint are: ¿ deflation: observed, one opening on valve bond edge side assessed as unidentified (tear) opening. Additional observations: ¿ crease is observed. ¿ white particles in device inner surface are observed. ¿ brown particles in device inner surface are observed. No further actions are required since no issue in the manufacturing of the device is observed.